Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is completely down and requires maintenance. No further details were provided by the customer. There was no reported patient involvement.